Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient's wife reported she was under the impression that the infusion device would give a blood glucose reading every 5 minutes. Advised the infusion device is not capable of doing that. Wife reported that prior to being on the infusion device, the patient was in the hospital for 3 months, and another time for 4 months. She stated no one has ever been able to regulate his levels. Patient reported that after the first 3 days on the infusion device, his blood glucose has been "no where close to where it is supposed to be, and it is the same as he was on the injections". Patient stated between the time he eats and takes his insulin and between that and the next six hours, his blood glucose stays elevated. He stated it will come back down at the end of the 6 hours to the normal range. Patient reported his blood glucose was 260 mg/dl 1 hour and 30 minutes ago, and now it is 118 mg/dl. Patient reported he has some low readings when he first started the infusion device; they changed his basal rates and now he is having more elevated readings. He stated his a1c is always below 7.0 even though he "bounces around". Patient reported his blood glucose was 212 mg/dl or 223 mg/dl this morning, he took his insulin and it was 260 mg/dl after he ate. Patient stated his reading was then 180 mg/dl and was most recently 118 mg/dl. Submitted request for additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call two weeks later, patient's wife reported they found out that the patient had a throat infection and his blood glucose level had been ranging from 300 mg/dl to 400 mg/dl. She stated the doctor has been contacted about this issue. Wife reported today his readings have gotten much better and they are "pretty well regulated now".